Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was admitted for treatment of a non-st-segment elevation myocardial infarction (nstemi). The patient has since recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient presented to the emergency department one day later with chest pain and shortness of breath. An echocardiogram showed no effusion or wall motion abnormality, and the electrocardiogram (ECG) was negative for ischemic changes. Laboratory results showed an elevated troponin level. The findings were suggestive of myopericarditis. Anti-inflammatory medication was administered, and the patient was hospitalized from (B)(6) 2025. The patient was reported as recovering/resolving these issues. The case was completed. No further patient complications have been reported as a result of this event.